Event description:
It was reported that the micro sagittal saw ran while the safety was on during a podiatry procedure. A readily available alternate device was used to complete the procedure without any delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor was noted and the sockets were damages. Damaged sockets can create high impedance at the connection between the console and the handpiece resulting in false operation signals causing the device to run without activation.